Manufacturer narrative:
Concomitant medical products: 250ml baxter bag din 00060208 lot number w8j13c1 exp jan 20 naci 0.9%. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that two days after the start of the infusion, the set separated above the spin luer lock. No patient harm was reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that two days after the start of the infusion, the set separated above the spin luer lock. No patient harm was reported.

Manufacturer narrative:
The customer report that the set separated above the spin luer lock was confirmed. During visual inspection a separation was observed at the engagement between the tubing and exit luer components. Visual inspection under microscope observed insufficient to no solvent on the separated tubing end with no issues with its likely tubing depth. The root cause was identified as due to an assembly issue of insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported that two days after the start of the infusion, the set separated above the spin luer lock. No patient harm was reported.